Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial dry with surgical residue on lens. Visual inspection found the haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.0/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and elevated iop. The problem was resolved. The cause of the event is reported as a patient-related factor.